Event description:
The tandem varisoft infusion set lot number 5388362 comes unclipped at the connector clip that connects to the clip that sticks to your body. It comes undone so easily that it has happened twice while sleeping now. My sugar is very well controlled with an ha1c of 6.2 but both times it caused my sugar to go over 400. I called the company and they sent a replacement but did not ask for the product or lot number to look into it. Others have also had this issue with the same lot number. No recall or warning has been issued. I have received another box with the same lot number and they all do the same thing. I have video to attest as well to show how typical sets hold and these come undone. Https://www.reddit.com/r/diabetes/comments/11m9iea/issue_with_tandem_varisoft_infusion_sets/. Reference report: mw5118201.